Event description:
The customer reported that the AED has a depleted battery and the asi is flashing red. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The distributor reported that the AED has a depleted battery, and the asi is flashing red. The maintenance schedule is not reported. Communication with the customer: the distributor stated the unit was in storage since the pandemic. The battery pack was fully depleted and expired, and pads were expired. They inserted a new battery and the device displayed a service code for 'saturation time (1/10 sec)'. The caller performed a manual self-test, cleared the service code warning and the asi is flashing green. The unit is ok to remain in service. A data card will be sent to the customer to download the log history file and send to the manufacturer for further analysis. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.